Event description:
Information was received from a patient via regulatory body regarding a device used for spinal therapy. It was reported that the screws were broken and there was screw loosening. 4 screws were implanted in the patient¿s spine in 2022. 18 months later patient started to experience back pain, feel numb and tingling pain in her thigh area. Patient stated screws were pressing against her nerves. In 2024, she went to see her surgeon who originally performed the surgery and an x-ray was performed and it showed 2 out 4 of the screws were broken so physician suggested surgery. In 2024, she had a nuclear cat scan done and that showed the 2 broken screws and also showed the other two screws were loose. Patient had revision surgery for the broken screws and loose screws. They were removed and the surgeon had to place in 7-8 new and longer screws to hold her spine in place, she stayed in the hospital for 5 days. There were no further complications reported regarding the event.

Manufacturer narrative:
D4 / g4: product identifiers are unknown, d6a / d6b: implant and explant dates are unknown, e1: initial reporter details are unknown, h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e: corrected section h6: annex a corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.